Event description:
It was reported the expected residual volume (erv) was 2-4ml and the actual residual volume (arv) was 35.1ml and the cause of the discrepancy was unknown. It was noted the pump and catheter were replaced on the date of this report and the catheter was discarded. It was further reported the catheter had migrated and was dislodged and the location of the issue and cause were unknown. The catheter was ¿recoiled¿ in the spine pocket. The patient experienced increased spasticity and the patient¿s status at the time of this report was ¿alive- no injury.¿ the pump was being used to deliver gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and there was an alarm resonator anomaly. The pump was returned with no catheter. The pump passed all non-destructive testing except for the alarm test, in which it failed with a decibel (db) reading of 61.9 db with the minimum specified reading being 70.0 db. A crack was found on the resonator. All pump logs were ¿clean¿ with no motor stalls, motor stall recoveries, or errors of any kind ever being registered. It was decided to not do further destructive analysis due to the clean pump logs in order to preserve the pump to have the tests done in the future if the need were to arise.

Manufacturer narrative:
.

Event description:
Additional information received reported the cause of the discrepancy was unknown. The catheter issue was identified when the patient was seen at the clinic. The issue was considered resolved following the replacement.